Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 139 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments/partial display due to severely cracked and bleeding lcd glass. Unable to perform the self test and displacement test due to damage lcd glass. Pump was received with damaged/pushed in display window.